Manufacturer narrative:
On june 15, 2021, mentor received additional information indicating that the patient was not hispanic and was caucasian and that the affected side was the left breast implant. On june 21, 2021 and july 1, 2021, mentor received additional information indicating that the suspect medical device was a non-mentor device (allergan). Since this record is related to a non-mentor product; there are neither deficiencies alleged nor patient injuries related to mentor products. Therefore no further investigation is required. As a result, we are closing this investigation. No additional medwatch reports will be submitted from mentor for this event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast augmentation with an unspecified mentor saline breast prosthesis on the right breast, suffered right breast implant deflation, post-procedure. The deflation was diagnosed via physical examination. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacement devices were the following: (right) 250cc mentor memorygel breast implant catalog: 3502501 bc lot: 7619396 sn: (B)(4) and (left) 225cc mentor memorygel breast implant catalog: 3502251 bc lot: 9511231 sn: (B)(4).